Manufacturer narrative:
(B)(4). Additional information: the device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510(k) number.

Event description:
A facility contacted baxter (B)(4) to report an administration set, for blood and blood components, that had a roller clamp which was "ineffective". The process step was unknown. It is unknown if there was a patient involvement; there was not report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.